Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the customer provided image shows a used wand with detached electrode. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during surgery, while multivac wand was pushed through the cannula, the metal tip with the small probes on the end came undone and semi detached from the end of the wand and was half holding on. The wand was still functional however once the wand was pulled out and put on a stand the metal end did come off. The procedure was completed without delay using the same device. No patient injury or other complications were reported.